Manufacturer narrative:
The affected administration set was not returned for evaluation at the time and probably will be discarded. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, zyno received a report from the customer reporting that on (B)(6) 2024 that they had an issue with the IV tubing. That the drip rate appeared to be much slower than the selected rate and when chamber was opened, tubing appeared to have collapsed on itself. No error code or beep sounded to alert of a problem. Tubing used was the zyno 105" administration set tubing.